Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a vns pt developed wound dehiscence at the vns generator site. The pt's vns is implanted in his back. The wound dehiscence was caused by the pt contorting himself during a seizure shortly after initial vns implant surgery and the wound opened up. The wound later developed an infection and the generator only was explanted; the vns lead remains intact in the pt. No pt manipulation of the wound occurred. The pt is currently on antibiotics. The pt is having daily wound care involving wound irrigation and wet-to-dry dressing changes. The incision is healing and the pt is doing well. The plan of care is to reimplant a new vns generator when the pt has fully healed. Attempts for further info are in progress.